Event description:
I got breast implants in 2005 or 2006. I noticed symptoms I had never experienced before in beginning in 2010 and continued to worsen in frequency and intensity. My first symptom was thinking I had ra, did testing for that, came back negative. My health continued on a downhill spiral. I am a rn and knew that my symptoms weren't making sense for one diagnosis. I had gi symptoms, (would have been dx with ibs) musculoskeletal symptoms; I felt like my whole body was bruised (would have been dx with fibromyalgia), constantly sick/low immune system, joint pain, whole body ached (a necklace was too heavy for me), sob with minimal exertion despite my normally healthy lifestyle, I was out of breath from talking. Inability to exercise without getting sick (I read common symptom of cfs), insomnia, hair loss (would have been dx with menopause, but I¿m not), began having depression and anxiety (which I had never had), brain fog (not normal for me). I realized the breast implants could be the cause of this and got them removed 2 weeks later. Immediately after surgery all those symptoms were gone. I thought it was due to the pain meds, but all those symptoms were gone right after getting the implants removed and never came back. The only lingering thing was insomnia, which was significantly improved, but not 100% gone. My implants were not ruptured so that was not the cause of all my symptoms. My implants were intact. I also had them tested after being removed.